Event description:
It was reported that during a supply change the infusion set was deployed incorrectly when the paper backing was not removed from the adhesive, resulting in the set not adhering to the body; the patient then performed a site-only change with guidance, after which insulin delivery resumed. Symptoms included no reported adverse clinical effects or injury. Outcomes included restoration of insulin delivery with successful site-only replacement and no alerts or alarms. Investigation included troubleshooting and user education regarding correct infusion set deployment and adhesion technique. Investigation of this case revealed user error related to infusion set application, with no device malfunction and no connector or cartridge issues identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.